Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: description of event/ problem.

Event description:
It was reported that this was an arteriotomy closure of the femoral artery using the pre-close technique prior to a coronary interventional procedure. Reportedly, the material of a proglide device failed to perform the vessel sealing [failed to achieve hemostasis]. The device was replaced with a new proglide to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the femoral artery using the pre-close technique prior to a coronary interventional procedure. Reportedly, the material failed to perform the vessel sealing. The sutures of two new proglide devices were successfully pre-placed, and the coronary procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.